Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with an mentor smooth round moderate plus profile 350cc saline prosthesis and experienced left sided deflation post procedure. As a result, bilateral prosthesis replacement with mentor implants was performed.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 1/30/2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The lot number was revealed through the product investigation on (B)(6) 2019. Has been populated. A manufacturing record evaluation (mre) was performed for the finished device number 5723676, and no non-conformance's related to the reported complaint condition were identified. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that a 46-year-old female underwent breast augmentation revision with an mentor smooth round moderate plus profile 350cc saline prosthesis and experienced left sided deflation post procedure. Upon receipt by mentor the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a rent at the vulcanization dot. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).